Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Although the exact cause and source of the pannus formation cannot be determined, it is possible patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. * literature reference for file: ha h, koo hj, huh hk, kim gb, kweon j, kim n, kim yh, kang jw, lim th, song jk, lee sj. Effect of pannus formation on the prosthetic heart valve: in vitro demonstration using particle image velocimetry. Plos one. 2018 jun 28;13(6): e0199792. E1: establishment name: (B)(6).

Event description:
As reported by our canada affiliate through review of a medical article late balloon valvuloplasty for an under expanded transcatheter heart valve with pannus, corresponding author dr. Ali husain, the following events was identified as pertaining to an edwards device: a patient post transcatheter aortic valve replacement (tavr) with a 23mmsapien 3 ultra valve presented with elevated gradients on routine 30-day transthoracic echocardiogram (tte), the gradients were 33mmhg and 19mmhg. Computed tomography (CT) revealed the transcatheter heart valve (thv) was under expanded at the midportion (21mm at midportion) and there was evidence of hypo attenuated leaflet thickening (halt). Anticoagulation with apixaban was then started, which led to the resolution of the halt and mild improvement in the gradient from 33mmhg to 28mmhg. However, there was a new pannus formation at the thv inflow, causing severe under expansion (mean diameter 16.2mm) which appeared only 6 months after the index tavr procedure. It was then decided to proceed with a balloon aortic valvuloplasty (bav) to optimize the thv expansion and improve hemodynamic status. This was performed using a 22mm non-edwards balloon at high pressure 14atm resulting in improved thv expansion and gradients of 16mmhg and 28mmhg, with evidence of pannus laceration on CT.